Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) exhibited pacing inhibition associated with the oversensing of noise on the ventricular channel. The patient is pacemaker dependant but was asymptomatic during the episode.